Event description:
The customer reported being hospitalized because he was having issues with the infusion sets. He stated that he gets alerts on the insulin pump that the infusion sets expire after three days of use, but he was told that the sets would last six days. The customer declined troubleshooting. The blood glucose at the time of the phone call was 173 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.